Manufacturer narrative:
(B)(4).

Event description:
It was reported that in preparation for an unspecified procedure, a package seal was compromised. The sterling 6.0x100mm balloon package had a perforated sticker, and the top pouch was not sealed. The inner packaging sterile barrier was open. As the product was not used in a procedure, there were no pt injuries or complications.